Event description:
It was reported the patient fainted at home. The device was checked and exhibited elective replacement indications, eri. The device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) standard analysis carried out upon receipt was not successful. Visual inspection of the interior after opening the can revealed lifted wire bond wires of the battery on the hybrid bond blocks. The battery voltage was measured after reconnection to the hybrid. Measured battery voltage was 1.256v. This is an indication that all battery capacity has been used during implant time. No pacing signal was seen on the scope.